Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts) to report that this patient had died. The hcp was informed that the patient was found unresponsive by the spouse and that cardiopulmonary resuscitation (CPR) was initiated. The last in-clinic device check occurred in (B)(6) 2013 and no anomalies were identified. The latest send from the patient's monitoring system was prior to the patient's death ((B)(6) 2013) and the hcp was not aware of the date of the patient's death. The hcp confirmed that the patient was young and the hcp was investigating whether the device provided appropriate therapy. Ts commented that shock delivery could have triggered a yellow alert which would have been uploaded (scheduled weekly check). It appears that the patient wasn't in close proximity to the communicator around the scheduled weekly check. The hcp requested that the device be interrogated by the local representative. A family member contacted ts to report that the patient had died following admission into the hospital and that the physician had requested device interrogation. The death of the patient was listed by the ER staff and county medical examiner as "natural causes". No tones were generated following placement of a magnet over the device by the local representative at the funeral home. The device was explanted at the funeral home and the local representative was planning to have the device returned to boston scientific. The local representative confirmed that telemetry could not be established post-mortem despite the use of multiple programmers. The device was enroute to boston scientific for laboratory testing. The cause of death was not known by the physician. The device was received at boston scientific's return product department.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, attempts to establish telemetry were unsuccessful. A longevity calculation could not be performed and stored diagnostic data could not be reviewed because of the device's no telemetry condition. The device case was opened and internal visual inspection did not find any abnormalities. An internal voltage measurement was recorded at 1.810 volts. An external power source was set to 3.1 volts and was connected to the circuitry. The device battery was isolated and a higher than normal current drain was identified. Electrical testing and analysis of the internal components were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device¿s integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion. Due to the depleted battery status, a historical rate of battery depletion was not available. As such, engineers were unable to determine if device function was available near the time of the patient¿s death.